Manufacturer narrative:
Continuation of d10: product ID 37642 serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer rep that the patient mentioned needing to recharge their implant after being hospitalized and in rehab, as it had been a while since they last charged it. The patient also stated that they believed they changed the batteries in the programmer during this period, which they thought might have altered the frequency or resulted in them pressing the wrong button, though they were uncertain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient changed their programmer battery because it had been a while, and then experienced difficulty with their programmer, which caused their stimulator to turn off and prevented them from turning therapy back on. The patient stated they turned the therapy on to check it, but for some reason, it turned off again, and they suspected they might have accidentally pressed the wrong button. They noted that their therapy settings had changed from 2.80 to 2.65, leading to increased tremors. The patient confirmed they were able to connect to their implant, which was fully charged, but observed the word "off" flashing and reported challenges navigating the programmer. During the call, the agent reviewed the general use of the programmer and guided the patient through reactivating therapy. Initially, the patient encountered navigation issues but was eventually able to turn therapy back on successfully and reported immediate improvement. The agent also assisted the patient in increasing stimulation back to 2.80, as recommended by their doctor. The patient stated therapy had been off for a couple of days, causing significant tremors, but felt good once therapy was restored. The troubleshooting steps resolved the issue, and the patient was redirected to their healthcare provider for further discussion of their symptoms and therapy settings. The patient provided additional medical information that the patient got sepsis "one april" and spent a week in the hospital and 6 weeks in rehab with "anabolics" twice per day. The patient stated that it was when they had to recharge their implant. During the call it was not clear when this adverse event occurred.